Event description:
A hospital (B) (4) reported via a distributor an event involving an rt204 adult dual-heated breathing circuit. The event was reported as follows: when hospital staff replaced the rt204 breathing circuit, "blue sparks" were emitted. At the time of the event, the mr850 respiratory humidifier "was off", but that the ac cable was connected to the service socket of the (B) (4) ventilator. The ventilator was switched on. The 900mr800 heater wire adapter was also in use. This event occurred prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The subject rt204 breathing circuit has only recently been returned to fisher & paykel healthcare for investigation, results of which are not yet available. In order to further assist in the analysis of this event, fisher & paykel healthcare has requested add'l info in respect of the equipment set-up and circumstances surrounding the event. Upon receipt of the details requested and completion of the investigation, we will provide a f/u report.